Event description:
It was reported that the pacemaker system exhibited high out-of-range (oor) pacing impedances on the right atrial (ra) lead measuring greater than 3000 ohms when programmed in bipolar. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. There was no observations of oversensing. Technical services discussed possible causes. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).